Event description:
It was reported that the motor device "was running intermittently." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed which confirmed that the motor is damaged. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to immersion during cleaning.